Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a stricture dilatation procedure performed on (B)(6) 2026. During the procedure, the first balloon was inflated and then deflated by the instrument nurse; however, it did not fully deflate. As a result, the physician had difficulty withdrawing the device through the enteroscope working channel, and notable resistance was encountered during removal. The balloon was ultimately removed intact. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a stricture dilatation procedure performed on (B)(6) 2026. During the procedure, the first balloon was inflated and then deflated by the instrument nurse; however, it did not fully deflate. As a result, the physician had difficulty withdrawing the device through the enteroscope working channel, and notable resistance was encountered during removal. The balloon was ultimately removed intact. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.